Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The husband of the customer reported a button error alarm coming from the insulin pump. Troubleshooting was done. The insulin pump was reset for two hours but the problem persisted. The customer was advised to reset the insulin pump for eight hours and to put new batteries in the insulin pump. No additional information is provided.